Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hole in the catheter was confirmed and the cause appears to be use related. The external segment of a 6.6 fr s/l broviac catheter was returned for investigation with complaint record (B)(4). A hole was found in the clamping oversleeve that coincided with the distal tip of the luer adaptor barb. The luer adaptor barb showed no sharp edges or damage. The adjoining surfaces along the breached tubing were noted to be granular and smooth. The printing on the clamping oversleeve was completely worn from the tubing, which indicates that the catheter may have been clamped near the crimp collar. Clamping the catheter near the crimp collar or repeatedly flexing or kinking the catheter in the area can stress the catheter as it is stretched over the luer adaptor barb, eventually leading to catheter failure. The product IFU states, ¿always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nurse. Never clamp over the reinforced segment directly adjacent to the connector.¿ no damage or defects related to the manufacturing process was noted on the returned sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Engineers found that a repaired segment of catheter that was returned had a hole in the 6.6fr broviac catheter near the hub.